Manufacturer narrative:
Initial.

Event description:
It was reported that after a sensor change with freestyle libre 3 plus, the user experienced repeated scan errors and pairing failures between the sensor and the ilet system; troubleshooting included rescanning in the ilet app, toggling cgm settings on the pump, reinstalling the ilet app, and re-establishing bluetooth pairing to the pump, after which glucose readings were displayed on the pump; this aligns with an intermittent communication failure involving the electrical/magnetic subsystem and antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure, implicating the electrical/magnetic pathway and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.